Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication on the patient programmer. It was noted the patient used the antenna. The patient unplugged the antenna and placed the patient programmer directly over the implantable neurostimulator (ins), but this did not resolve the issue. The patient stated she was able to bring up the home screen, but she saw the poor communication when she tried to increase stimulation. The patient reported her symptoms had returned. The patient noted she had the device for bladder control and nerve pain. The patient stated they did not feel stimulation. The patient noted they had a motor vehicle accident. The patient noted she had a car accident on (B)(6) 2016. The patient stated she did not have her device checked after the accident, but noticed the return of symptoms more after the accidents. The patient stated was unsuccessful with increasing stimulation due to programmer issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.